Event description:
The customer reported a motor error alarm during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. The insulin pump was received with currents within specification.